Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during the lobectomy surgery, after fired, could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.